Event description:
It was reported that the #3 key on a pump keypad is inoperable.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #2, #3, #4, #5, #6, #7, #8, #9, and (.) Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed, 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed, interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unknown.